Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3708660 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted: (B)(6) 2013 product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the left dbs extension malfunctioned. It was confirmed that the patient was admitted on (B)(6) 2013 as a result to replace the extension, with a new generator replaced as well. The patient preoperatively had stiffness of the left arm, tremor, and stiffness of the left leg. After surgery they functioned much better with their dyskinesia resolved, and impedances shown as normal. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.